Event description:
The patient reportedly experiences sound quality issues and pain at the implant site while wearing the external equipment. The doctor indicates that the device is not functioning and is requesting additional device testing. Once more information becomes available a supplemental report will be submitted.